Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the threads do not attach to the needles. It was detected prior to use, but there is a loss of time due to the new suture being opened during surgery, which makes inventory management difficult due to rapid loss of consumables. Occurred in february and march and there was a 2 minute increase in operating time.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch, for the same issue of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 10 open and unused samples with the needle detached from the thread (thread is still wound on the pack), 3 open and unused samples with the needle detached from the thread (thread is still wound on the pack and needle is missing) and 4 second empty aluminum packs. Without closed samples a proper analysis cannot be performed. However, considering the number of unused samples sent and that there are previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received show that the needle escaped from the thread. Final conclusion: considering that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.